Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot# l55667, implanted: (B)(6) 1998, product type: lead. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2007, product type: extension.(B)(4).

Event description:
The patient reported via the manufacturer representative (rep) that stimulation was off but the patient was continuing to feel stimulation. Stimulation hadn't been charged and was drained of the battery but the patient still felt stimulation at times. The patient was advised to make an appointment with their implanting physician and let the rep know so they could meet and evaluate the implant. Additional information received from the rep in response to follow-up reported that the patient had not made an appointment as of (B)(6) 2015. This event will be updated if additional information is received. Relevant medical history included non-malignant pain.